Event description:
The suspect device reported a troponin t result of 0.17 ng/ml at 7:55am. A visual examination of the test strip read negative. A separate serum sample from the same blood draw was sent to a lab and the result was reported 0.01ng/ml at 9:19am.